Event description:
Customer reported that the device service indicator was illuminated and fault codes logged in memory that indicate a potential critical failure. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory and found the therapy connector assembly loose. Physio replaced the therapy pcb assembly and therapy connector assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the therapy pcb assembly and determined the root cause of malfunction to be the cr30 diode, legs 5 to 9 were shorted. The failure generated the fault codes and impacted defibrillation energy delivery. The therapy connector assembly was tested and the contact socket #1 was found damaged/bent.